Event description:
It was reported that pump experienced repeated malfunction alarms, including malfunction 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, reset malfunction when possible, and was provided instructions for placing pump into storage mode and returning it to tandem, while technical support confirmed warranty coverage and shipping details, advised customer to enter pump settings and reconnect continuous glucose monitor to replacement device, and arranged shipment of replacement pump with updated software.